Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient has been scheduled for system extraction due to infection. Boston scientific received information from the local representative that the patient was presented back to the electrophysiology laboratory. The device and electrode were explanted with no patient adverse effects.